Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The two additional proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using three proglide devices with a 6f sheath after a diagnostic coronary procedure. Reportedly, there was no device malfunction and more of a user error when the physician was going to address the sutures. This occurred with all devices. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.